Event description:
The initial reporter received a questionable elecsys probnp ii result from one patient sample tested on the cobas 8000 e 801 module. The initial result was 33.2 pg/ml. The repeat result was 4831 pg/ml. The patient sample was rerun due to the patient's history.

Manufacturer narrative:
The elecsys probnp ii reagent lot number is 882718. The expiration date was not provided. The field service engineer inspected the module and identified an issue with the measuring cells. He replaced the measuring cells and verified their alignment. He also replaced the sipper probe. He verified the module's performance with a blank cell calibration, instrument check, calibrations, qcs, and precision checks. The investigation determined that the issue found by the fse was the root cause of the event. The service actions resolved the issue.